Manufacturer narrative:
Details of complaint: the customer reported that the gz transmitter would not pick up the ECG waveforms. They confirmed the waveforms were also not showing at the central nurse's station (cns). No harm or injury was reported. Investigation summary: the device was sent in for evaluation. During the evaluation of the returned device, nihon kohden repair center (nk rc) was not able to duplicate or confirm the reported issue. The battery contacts were observed to have been corroded but this observation is unlikely to be related to ECG issues. As such, root cause of no ECG readings could not be determined. The root cause may be related to the use of defective leads or use error in setting up the device to perform ECG monitoring. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints.

Event description:
The customer reported that the gz transmitter would not pick up the ECG waveforms.

Manufacturer narrative:
The customer reported that their transmitter (gz) will not pick up any of the ECG waves. They confirmed the waveforms were also not showing on the central nurse's station (cns). No harm or injury was reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields are not applicable (na) to this report: lot # & expiration date. Date received by manufacturer: device blank number. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: attempt #1 02/24/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/17/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their transmitter (gz) will not pick up any of the ECG waves.